Event description:
It was reported that the patient presented at clinic for a routine device interrogation. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. Programming changes were made to resolve this issue. The patient was stable.